Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon deflation failure occurred. Following implanting on a synergy xd drug eluting stent, the stent delivery system balloon did not properly deflate. The hub was cut and a guidezilla guide extension catheter placed over the balloon to retrieve the device. There were not patient complications reported and the patient was doing well.